Event description:
It was reported there was a pacing failure when using the epg (external pulse generator). The pacing cable was suspected of breaking. The system was replaced, and the cable was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis confirmed the reported event. A fracture was found in the proximal wire of the patient cable. (B)(4).